Event description:
Per the clinic, the implant magnet was explanted under general anesthesia on (B)(6) 2023, due to other reasons. The patient was reimplanted with another cochlear device during the same surgery.